Manufacturer narrative:
(B)(4). Based on the analysis finding of piece of the nose was broken off and missing, this event is reportable as a malfunction. The instrument was received with the nose broken; a portion of the nose was missing at the side of the cartridge bottom. Th nose weld seemed sufficient. The cartridge was cracked. In addition one inverted staple was found in the cartridge nose. No functional test was performed due to the condition of the instrument. Fourteen staples were found remaining in the track. The batch record was reviewed and no anomalies wer noted during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure, the device produced malformed staples. There was no patient consequence.